Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. At the time of reporting the customer had not loaded a new cartridge. There was no adverse impact to the customer¿s blood glucose level.